Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 16oct2018. UDI : (B)(4). The service engineer (se) inspected the device and replaced the touchscreen and the ventilator was returned to use.

Event description:
It was reported that the ventilator touchscreen was broken and was not able to calibrate. No patient involvement. The event date was not specified; estimate used.